Event description:
It was reported that during a pm inspection a broken transport ring was found on the 6800 sys. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The transport ring was replaced. The sys was tested and found to be working as intended and placed back into service.